Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The images were reviewed and were confirmed to have noticeable graininess and washed out anatomy. The system was tested and all tests passed. The issue could not be replicated. The representative worked with the site system operators on different features to help improve the image quality. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a oblique lumbar interbody fusion (olif) case, it was not possible to obtain a quality 2d shot from the imaging system. Each image was reported to be washed out, grainy, with one completely black. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.